Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Swallowed polident denture cleanser by mistake [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident denture cleanser) unknown for dental care. On an unknown date, the patient started polident denture cleanser at an unknown dose and frequency. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser. Additional information: adverse event information was received via call center representative on 09 feb 2021 and consumer reported that "the consumer's family member mistakenly swallowed a whole tablet of polident denture cleanser as medicine this afternoon. The family member said currently he/she has no discomfort. Would like to know what will happen? Need gastric lavage? How to deal with this? Will it dissolve after swallowing? The gastric juice should be able to dissolve it, will the stomach be uncomfortable?"